Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient got their ins recharger (insr) caught in their up-lift chair has been displaying the reposition antenna screen ever since. Repositioning the antenna did not resolve the issue. The patient reported they had recharged the previous night with good coupling. The patient reported pre-existing issues with hip pain and movement problems. The patient noted the ins was not currently on. It was reviewed how to use the patient programmer (pp) to turn stimulation on and adjust it. A replacement insr was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.